Event description:
It was reported that the pt is no longer able to hear well with her device. Testing on (B) (6) 2009 indicated all electrodes with status ok. Testings on (B) (6) and (B) (6) 2009 showed 1 electrode with status hi. Testing done on (B) (6) 2009 showed 10 electrodes with status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.